Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. A small drawing was returned indicating the leak was coming from a vent on the inline filter. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm where it was reported a leak occurred on the saline flush from the filter. Filter line used and already run through line - normal saline + cemiplimab. Flushing after cemiplimab, normal saline running at 264ml/hr same rate as medication. The involved product was used over an hour and the leakage occurrence was noticed by the nurse. The product was discarded per cytotoxic policy. Additional information received from the customer stated that the event occurred at 10:20 am on 06-sep-2024. The involved product was used over an hour. The leakage occurrence was noticed by the nurse. There was patient involvement, no patient harm/adverse event and unknown delay in therapy.